Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen (the manufacturer). This report has been identified as b. Braun medical inc. Internal report# (B)(4). The actual pump involved in the reported incident was returned to b. Braun's carrollton facility for evaluation. Volumetric accuracy testing was performed three times at a rate of 125ml/hr and 2 hours, a volume to be infused (vtbi) of 250ml. The test results were within specifications. The pump operational log was reviewed and there was no indication that that the pump under infused or any malfunction of the pump occurred. Based on the results of the investigation, the pump operated as intended. No conclusion can be made regarding the cause of the event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: event: under infusion. The customer states that there was a delay in the infusion time for a vancomycin dose. Vancomycin 1.25 grams in 250ml of nacl was supposed to infuse within 2 hours. The infusion was started at 0937 and was still not complete at 1300. There was fluid still in the bag at 1300. She believes that it could be user error because she is unsure if the pump was alarming and the staff was pressing the silence button or if there is something wrong with the pump.